Event description:
It was reported with a preloaded monofocal intraocular lens (iol) that was implanted, had a tear (crack) in the cartridge. The lens was implanted in the eye properly and undamaged. No patient injury reported. It was reported that that the crack was on the body of the cartridge. Device was returned and through product investigation it was noted that the crack was at the tip of the cartridge. No further detail was provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted (B)(6). Device evaluation: visual inspection of the device was performed. The lens module was inspected and no markings that would indicate improper plunger rod advancement were identified. Viscoelastic residue and debris were identified in the lens module suggesting that an excessive amount was used and may have contributed to the complaint event. The cartridge was inspected, and it presented with a crack extending from the cartridge tube to the tip. The cartridge tip was also observed to be out of round/damaged. Viscoelastic residue was observed to be distributed through the entire length of the cartridge. No lens was received as part of this return. The complaint issue cartridge crack was identified during product evaluation. The observed cartridge tip cracked/damaged is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.